Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 08717. 0001825034 - 2017 - 08716. 0001825034 - 2017 - 08718. 0001825034 - 2017 - 08719. Concomitant products: femoral head,unknown part/lot. Acetabular liner, unknown part/lot. Femoral stem,unknown part/lot. Acetabular cup, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address pain. No further information has been made available at this time.